Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the implantable cardioverter defibrillator had eroded through the pocket and there was an infection present. No device intervention was reported. The patient was stable.